Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during post implementation assessment rounding, nurses reported several times that their previous devices would automatically restart an infusion and stop alarming when a patient had an antecubital IV and straightened their arm after having it bent (causing a occlusion). The nurses reported that there was no time frame to how long the patient could have their arm bent before they straightened it. They complained that our device does not automatically stop beeping and restart like the old one did. Nurses suggested as an improvement that the auto restart should automatically stop the alarm and restart the infusion regarding of the amount of time the patient had their arm bent. There was no patient harm.

Manufacturer narrative:
Additional information: concomitant med prod data.

Event description:
It was reported that during post implementation assessment rounding, nurses reported several times that their previous devices would automatically restart an infusion and stop alarming when a patient had an antecubital IV and straightened their arm after having it bent (causing a occlusion). The nurses reported that there was no time frame to how long the patient could have their arm bent before they straightened it. They complained that our device does not automatically stop beeping and restart like the old one did. Nurses suggested as an improvement that the auto restart should automatically stop the alarm and restart the infusion regarding of the amount of time the patient had their arm bent. There was no patient harm.